Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit had a system failure. There was no patient involvement.

Manufacturer narrative:
The initial reporter named in block is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6), in the biomed department. During preventive maintenance (pm) performed by a getinge field service engineer, a system failure error code 54 was detected on the cs300 intra-aortic balloon pump (iabp). The fse that evaluated the unit repaired the system failure by installing a new solenoid driver board. The fse then completed the pm with full calibration where a new safety disk was installed. The unit passed all functional and safety checks to factory specifications. The unit was then returned to the customer and cleared for clinical use.